Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the physician had difficulty placing the lead. While testing the lead with the programmer, it was noted that the lead dislodged. The physician attempted to remove the atrial lead; however, the set screw for the atrial port was stripped. The physician elected to use a new can and lead. There were no patient consequences.

Manufacturer narrative:
Final analysis found the reported field event of stuck setscrew was confirmed in the laboratory. Further evaluation noted presence of epoxy in the connector block threads. The cause of the field event was due to the epoxy.